Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-1, lot# n254282, implanted: 2010 (B)(6); product type accessory. (B)(4).

Event description:
Additional information later received reported that per the patient the pump only lasted 4 years, there was an issue with the pump. The patient stated that he came in from outside in (B)(6) 2014 and the patient stated they had pain ¿hell on earth¿. The patient stated they couldn¿t figure out what was wrong. The logs showed the pump had multiple stalls. The pump was replaced in (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
H3: analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The pump stalled 5 days prior to the patient presenting with abrupt return of pain and mild withdrawal effects. The patient was doing well post replacement. The patient recovered without permanent impairment and was happy with the new pump.

Event description:
The following information was previously reported in a different event [it was reported the patient had a return of symptoms. Two months ago the patient's symptoms returned overnight. The patient was back on oral medication and had injections, but it was not helping. A myelogram was done, but it was not known if a dye study was performed. The health care provider did not believe there was an issue with the pump. The system was being used to deliver dilaudid (hydromorphone)]. Any additional information received will be reported under this manufacturer report number (#3004209178-2015-05304). Additional information was received from a consumer. It was reported that until (B)(6) 2014, the pump system seemed to have been working properly. His pain was well managed without incident. At that time, the medications in the pump had included dilaudid and bupivacaine. In or about (B)(6) 2014, the patient then began to experience withdrawals from his pain medication which resulted in severe pain in his lower extremities. He experienced the symptoms continuously and without relief until (B)(6) 2015. Through interrogation, it was determined at that time the patient's pump motor had stalled as previously reported and that the pain pump was no longer functional. At that point was when the device was replaced. It was alleged that due to the motor stalls, the patient's device failed to deliver the prescribed medication as programmed. The continuous and frequent motor stalls resulted in severe pain, significant under-dosing, medication withdrawal symptoms, and significant weakness and numbness in his right leg. In additional to the removal and replacement surgery, the patient experienced multiple hospitalizations at unspecified times due to withdrawal symptoms. The hospitalizations were during the course of several years it was noted. According to the reporter, the patient sustained personal injuries a rising from his use of a defective product that did not conform to specifications. He suffered significant, serious, severe, crippling and permanent injuries and damages which left the patient with permanent and significant disabilities due to the device's stalls that caused premature failure. The patient's device failed to provide therapeutic treatment, caused physical pain and suffering as well as mental and emotional anguish. It was noted that the patient prior to receiving an implantable infusion system had been diagnosed with post-laminectomy syndrome, degenerative joint disease of the lumbar spine, lumbar spondylosis without myelopathy, and chronic pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had increased pain since (B)(6) 2015; the patient had underdose symptoms and less than 50% therapy relief. A pump alarm was not heard, but telemetry confirmed a critical alarm was occurring. When the pump was interrogated, the physician noted an attention dialogue box stating that a pump motor stall had occurred. The pump logs showed that the pump motor stalled on (B)(6) 2015 at 18:00 and recovered on (B)(6) 2015 at 04:11. The pump stalled again on (B)(6) 2015 and no recovery was noted in the logs. The physician did not think that the patient had been exposed to any emi or MRI. A dye study and rotor/roller study were done. The pump was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering bupivacaine and dilaudid. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.